Event description:
It was reported that ¿(B)(6) 2022 air test completed. Dover-discovered as failed the air test (saline). No air-in-line alarm. Tubing retained. Staff education at that time to ensure awareness of the procedure to prime tubing. Practice change to program volume to be infused (vtbi) without overage. (A line infusing)". No obvious issues on inspection when opening the tubing packages.

Manufacturer narrative:
Additional informaton: d9 - date returned to mfg - 12/22/2023. Could not confirm nor duplicate the customer¿s complaint of the device failing to recognize air in the cassette. The device passed the self-test with no error alarms. Performed all performance verification testing (pvt) testing. The device passed pvt testing. No repairs were conducted at this time. Probable cause not found. Based on the results obtained for the executed testing, no objective evidence could be found of any condition related to pump functionality that could be driving the air in line issue. Distal and proximal air voltage thresholds were found inside accepted ranges. Wentworth-douglass pumps passed the final acceptance tests related to air sensors. Likewise, the results obtained from the infusions running the bag dry trials demonstrate that there is no pump pattern triggering the air-in-line issue. E4 - initial report sent to FDA - yes.

Event description:
It was reported that a plum 360 did not detect air in the tubing during testing by the biomedical engineer. An air-in-line issue of the pump without an alarm was duplicated but the tester cannot pull up the event log. The most recent preventive maintenance was in (B)(6) 2022. There was no patient involvement and no patient harm. No additional information is available at this time.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, probable cause is unable to be determined. (B)(6).